Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the srm relocation. A field service engineer removed srm and reattached to new fridge to resolve this issue. The system functioned as intended. The UDI, manufacture date and contact information details kept blank since there was no medstation asset associated with the remote manager.

Event description:
It was reported by the customer that a pyxis medstation es system remote manager relocation request. The customer reported that the user was able to pull the medication from another station and there was no delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.